Manufacturer narrative:
(B) (4). (B) (4). Jaws disengaged. Damaged feeder shoe. Eval summary: the analysis results found that the device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws' condition, in addition, the device lockout did not engage as the feeder shoe was noted to be damaged. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In additional, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire correctly. The first clip crossed itself and after that, the clips would not close at all. A new device was used to complete the procedure. There was no pt consequence.